Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was lying in bed and rolled over and felt a shift of the ins. It was noted the patient was unsure if it had moved. The patient reported it was painful at the ins implant site. It was noted the patient¿s doctor was on vacation and that the patient left a message for manufacturer representative.